Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks for a rhythm consistent with atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed that the device appeared to have functioned as programmed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated.